Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. The field service engineer had tested all rails on the main and aux, but no issue has been found. The system functioned as intended.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was jammed. The customer reported that the malfunction resulted delay in dispensing medication to the patient and they obtained required medication from another station. There were no adverse events or injuries reported based on this incident.